Event description:
On (B)(6) 2011, at (B)(6) hospital, it was identified that quadrox-I (lot number 70065741) had a leakage of faint red color liquid from the gas port during the auxiliary circulation. The customer could not determined if the leak was attributed to the oxygenator membrane or water from the cold water tank. (B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for complaint evaluation. The de-airing membrane was removed and some areas of the membrane were leaking. Therefore, the leak at the de-airing port was confirmed. The production records were reviewed and it was determined that no deviations occurred during the production of this lot. (B)(4).